Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure the tourniquet pump was not holding pressure at the correct level. There was an alarm and a small amount of pressure loss and bleed through into the surgical site. The procedure was completed successfully. No surgical delay, medical intervention and no adverse consequences were reported.

Manufacturer narrative:
Manufacture performed functional testing on the device. A failure was not confirmed. Preventive maintenance was performed and the device was returned to the customer.

Event description:
It was reported that during a procedure the tourniquet pump was not holding pressure at the correct level. There was an alarm and a small amount of pressure loss and bleed through into the surgical site. The procedure was completed successfully. No surgical delay, medical intervention and no adverse consequences were reported.